Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during testing. There are using nacl sodium chloride to be infused. The infusion parameters are vtbi- 50ml and flow rate of 100ml/ hour. It was primary infusion with the level of 18 inches. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during testing. There are using nacl sodium chloride to be infused. The infusion parameters are vtbi- 50ml and flow rate of 100ml/ hour. It was primary infusion with the level of 18 inches. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, flow accuracy was performed and the result: 200 ml/hr (-5.8790 %) over infusion occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.